Manufacturer narrative:
E1 - initial reporter phone (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while filling the cassette, a leak was noticed. Reportedly, there was a hole in the bag in the upper left corner, not at the connection of the tubing and the pouch. Another cassette was used for preparation; the event was resolved. There was no patient involvement and no patient harm.

Manufacturer narrative:
Sample was received for evaluation. During visual inspection of the device, no discrepancies were detected. During the functional testing of the device received, a leak was detected in the medication bag. The reported failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.